Manufacturer narrative:
Occupation: reporter is j&j employee. Investigation summary: the device was sent to the service center for repair. The repair report indicates: short circuit in the motor cable - motor cable replaced. Keyboard pcb corroded, hand control set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual. Functional test acc. To test procedure completed. The defect reported by the customer has been verified and repaired. The short in the motor cable is the root cause of this failure. This complaint cannot be confirmed for the reported failure broken. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10-20-2016 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate that the micro tornado handpiece with hand controls needs service as the device is broken. This is report 1 of 1 for (B)(4).